Event description:
During laparoscopic suprapubic hysterectomy (lsh), procedure began losing co2; would not hold pneumoperitoneum- found to be losing co2 - this was a new trocar, not reprocessed. Removed from field and inserted another trocar - case finished without incident. Delay about 2 minutes.